Event description:
Reporter alleged that on (B)(6) 2011, the customer received the results of 45 mg/dl and 168 mg/dl back to back within 10 minutes on the advantage system. Reporter alleged that on (B)(6) 2011 the customer received the results of 356 mg/dl and 96 mg/dl back to back within 10 minutes on the advantage system. Reporter stated the customer took her medication approximately an hour prior to testing and was able to self-treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.